Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became shattered and unreadable after the customer was at soccer practice. Customer¿s blood glucose was 115 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.